Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tubes the closure was loose on two devices. There were no health consequences or impacts reported.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation, which indicated stopper creep out upon evaluation. Furthermore, ten retained samples were functionally tested and none of the cap/stopper assemblies popped off. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper pop off. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e 3.6 mg plus blood collection tubes the closure was loose on two devices. There were no health consequences or impacts reported.